Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was further reported that there were fluctuations of the left ventricular (lv) lead thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.